Event description:
It was reported that the 9800 system lost images in the directory. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The external interface and gib boards were replaced. A new hard drive with software were installed during the service call. The system was tested and found to be working as intended and put back into service.